Event description:
According to the reporter, the device won't stay powered up. There were no reports of any adverse events as a result of the device use.

Manufacturer narrative:
Physio-control supplied part info for power conversion pcb assembly repair kit to customer for repair.